Manufacturer narrative:
(B)(4). Damaged slip block assembly, firing knob dislodged. Additional information was requested and the following was obtained: was the firing sequence completed prior to the firing knob breaking? No. During firing sequence it has been broken. The analysis results found that the ntlc55 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, firing knob of stapler is broken. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.